Event description:
It was reported that multiple minimum fill notifications occurred across multiple cartridges after being filled with 180units of insulin. Customer¿s blood glucose was 232mg/dl. Reportedly the customer continued to use the pump for insulin therapy.